Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect. Impedances were reading >4000 ohms on some of the bipolar pairs. They were able to adjust programming and capture the pt's pain. The pt was getting stimulation again with the new settings.